Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
The physician reported that the patient came to hospital after having received one shock. Nevertheless, when device memories were interrogated, the shock episode was not available. An explanation is requested. Preliminary analysis showed that device operation was within specifications.